Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into an unknown location on (B)(6) 2016. Date of issue is an approximation. The reaction was described as a rash, irritated, red, raw, itching and oozing pus. On (B)(6) 2016, patient's mother took the patient to the dermatologist to receive treatment for the rash and was prescribed fluticasone propionate cream, which the patient used to treat the affected area. At the time of contact, the patient was doing well. No additional event or patient information was provided.